Manufacturer narrative:
Analysis of wr9200 (B)(6) recharger found led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (wr) power button was unresponsive and the battery indicator lights were cycling rapidly. During the call, agent had the caller perform a reset of the wr, but the issue persisted. No issue was found with the dock. They confirmed the wr always gets docked after use. The issue was not resolved. A request was sent to the repair department to replace the wr. Agent sent an email to patient registration services to update the patient's managing healthcare provider information.